Event description:
During a total abdominal hysterectomy. It was reported the ez35b stapler would not close down when surgeon attempted to squeeze closing handle. This was on initial firing of instrument. A new instrument had to be pulled to complete case. There was no consequence to the pt.